Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use with patient. According to reporter, the patient fell from bed and the catheter tore in half during the fall. According to reporter, half of the distal end of the catheter remained in the patient's bladder and then required additional treatment for removal. No permanent adverse effects to patient reported.